Manufacturer narrative:
(B)(4). Medical device: fad stent, ureteral.

Event description:
According to the initial reporter, the physician attempted a bi-lateral stent exchange however was unable to retrieve the stents. It was later reported during the pcnl (percutaneous nephrolithotomy), a rigid cystoscope with flexible grasper were used.